Manufacturer narrative:
A 2000e sample was not available for investigation of this feedback; however the customer provided photographs of the affected sample; analysis of the photographs did not identify any signs of damage or manufacturing defect which could have contributed to the customer's experience. Further information provided by the customer confirmed the flow restrictions were identified during injection of contrast when the smartsite was connected to an unknown extension set. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19105237 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. Please note that previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that reports of this nature against the smartsite device occur at a low frequency and have not been attributable to a product defect or manufacturing issue.

Event description:
It was reported that the ll vlv adpt(stand alone) was clogged/blocked. The following information was provided by the initial reporter: smartsite 2000e becomes blocked resulting in over pressure injections when attempting to inject contrast there is pressure build up, perhaps indicating that the injector tubing connection probably hasn¿t compressed the bung down to allow free flow of the contrast.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ll vlv adpt(stand alone) was clogged/blocked. The following information was provided by the initial reporter: smartsite 2000e becomes blocked resulting in over pressure injections when attempting to inject contrast there is pressure build up, perhaps indicating that the injector tubing connection probably hasn¿t compressed the bung down to allow free flow of the contrast.